Event description:
It was reported by the customer that they had been hospitalized for low blood glucose levels and states it was not due to their device. Customer's blood glucose level was around 60 to 70 mg/dl at time of hospitalization. Customer stated being treated with intravenous insulin drip at time of reporting. Customer declined further troubleshooting and blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.